Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient had a hip revision due to a competitor's dislocated constrained liner. Stryker stem was retained. It was also reported that a stryker c taper 28+5 co cr head was removed.

Manufacturer narrative:
Outcomes attributed to ae were inadvertently reported as disability or permanent and congenital anomaly/birth defect are being corrected in this report. An event regarding off label use involving an unknown implant head was reported. A non-stryker liner was mated with a stryker head. This combination is not sanctioned by stryker. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a hip revision due to a competitor's dislocated constrained liner. Stryker stem was retained. It was also reported that a stryker c taper 28+5 co cr head was removed.